Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm and burning smell on the sound. The customer¿s blood glucose level was unknown at the time of incident. Customer was unsure if the drive support cap was protruded, loose, sticking out or flush. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and was recommended to refer back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No motor error alarm noted. Motor passed motor test.